Event description:
On (B)(6) 2025, my daughter's tandem mobi insulin pump malfunctioned in a very dangerous way. The inside of the insulin cartridge disintegrated causing the cartridge to slightly dislodge from the pump and she had no idea and was under the impression that she was getting basal and bolus insulin. However, over the course of hours she was not getting any insulin. Her blood glucose levels reached dangerously high values very quickly. We eventually realized what had happened with the cartridge and called the manufacturer, tandem. After I told them how the cartridge disintegrated and failed they did not ask for a lot number nor what my daughter's blood glucose reading was, I had to volunteer the information. That is information they always asked in the past but did not ask this time. The pumps are required to have safety alerts but yet here, there were zero alerts or notifications that the pump was not delivering insulin. They told me to refill another cartridge and carry on as normal for managing my daughter's type 1 diabetes. I believed them that it was a fluke or one-off issue, and we filled a new cartridge with insulin and put the insulin pump back on my daughter. Her blood sugar did eventually come back down into range by the evening of (B)(6) 2025. She tested for ketones and found that she had small/trace ketones. She increased her water intake and limited sugar/simple carb consumption to recover from the sustained high blood glucose but unfortunately that was not the last of it. The following day, she again started experiencing stubbornly high blood sugars. Despite repeated manual pump boluses of insulin, her blood glucose continued to rise. By 8p on (B)(6) 2025, she went to change her clothes and notice that the cartridge had disintegrated and become dislodged from the pump!! Again, she had gone at least hours without the insulin pump delivering insulin without a single notification or warning!! Again, her blood glucose was dangerously high. At this point I had lost all trust in the pump and company to keep my daughter safe. We immediately switched to using the back up method of insulin pens. Switching to pens is not a seamless process and it took some time to get her number back into a safe range - it eventually fell overnight into the 100s. The morning of (B)(6) 2025 my daughter woke up with a headache but otherwise felt fine. However, within a couple hours, her headache had intensified and she started experiencing severe nausea and vomiting. She could not keep water down. She tested for ketones and there were moderate ketones present. Her blood glucose was elevated in to 200s and not responding to insulin injections and continued to climb. I took her to the emergency room where they found large amounts of glucose in her urine and that she was severely dehydrated. She received 2 liters of fluid and IV zofran. Once she was rehydrated, she felt better and was able to hold down oral liquids and they sent her home. However, based on her lab results, the doctors stated had we waited a few more hours she could have went into dka given her level of dehydration and her stubbornly high blood glucose. The catastrophic insulin pump failure 2 days in a row, resulting in dangerously high blood glucose levels 2 days in a row, resulted in her body becoming dehydrated because the body attempts to flush out high blood sugar through increased urine output (despite attempts at oral rehydration) and she needed emergency medical care to prevent further decompensation into dka. The failure of the cartridges and the failure of the pump to alert us that insulin was not being delivered put my child at an extreme risk for severe adverse medical and health consequences. Tandem is not taking this issue seriously. They know about the issue, are refusing to collect lot numbers and glucose readings are not warning patients when patients call in with issues. If the company will not issue warnings and recalls the FDA needs to act fast as lives are on the line! Patient code:1905, 1970, 2144, 2364, 1807. Device code:1177, 2588. Reference report: mw5173052.